Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had failed by the user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer was failed. The field service engineer inspected the station and found no failure on the drawer. The system functioned as intended after the field service engineer verified the device.